Event description:
The machine was running desktop r6.0 and icom version 12.6.1010.1. This is in conjunction with nucletrons record rv system v2.1 sp1 build 115 - icom version 2.1.0.18. This problem seems to only occur when using non mlc fields. It does not occur when using the mlc'd (shaped) fields or when linac is in stand alone mode. We had a situation where a clinician can alter the field size by just a few mm's from the set prescription field size, those deviations are accepted in the rv system but the changing field size is not spotted. It is then not recorded by the rv system and everything looks ok. No patient was being treated when this was discovered.

Manufacturer narrative:
For this error to occur, users must deviate (make changes without saving) to the diaphragm positions (field size) of a saved prescription. Where users plan on set this is likely as a standard prescription is loaded before the field size is changed, however an image is always taken where this error would be discovered. In treatment, the majority of techniques would have any changes to field size saved permanently to the prescription, which would negate error. However, a limited number of techniques may require temporary changes to the planned field size, to meet the clinical considerations of the day. Since the techniques used globally can not be determined, the likelihood of an injury occurring is assessed as "likely" and an important notice has been sent to all customers. This notice discusses the unexpected diaphragm movement when manual field size modifications are not saved. The issue affects desktoppro 6.0 and 6.1 users with a 3rd party r&v system, with the exception of sigma micro users.